Event description:
Customer complaint: limited data available. Customer called inquiring about his glucose meter that comes in accurate reading 15 times higher than the old meter he was using. He tried to used the control solution but the level was too high as well. Advised customer accordingly and tried ts still not working. Advised an email will be sent for the requested information needed for replacement.

Event description:
Customer complaint - limited data available. Customer stated that they received multiple counts of inaccurate readings.